Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were noted on the right ventricular lead. The patient was asymptomatic and no electrical anomalies were detected. The lead was capped and replaced.